Event description:
The customer reported that their acuity system locked up. They pulled power to restart it and now are getting file system errors. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete. Loaner cpu was sent to customer.